Manufacturer narrative:
In a good faith effort (gfe) response received from the authorized service provider (asp), it was confirmed that the battery replacement is pending due to a backorder on the backup battery. Although fully functional without the defective battery, the device will remain removed from use or service until the replacement battery is received.

Event description:
Philips received a complaint about the v60 ventilator indicating that the battery could not be charged. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. It was advised to check the backup battery and power management (pm) printed circuit board assembly. It was then determined that the backup battery needed to be replaced. The v60 device was tested for all other functions, and it was confirmed to be fully functional aside from the need to replace the backup battery. The backup battery replacement aligns with the recommended repair of the reported battery issue per the service manual. When the backup battery part is delivered to the customer site, the necessary repairs will be conducted. If new information is received following the backup battery replacement that suggests the device continues to experience a battery issue, the record will be reopened, and further investigation will be performed.